Event description:
Distributor reported, "this valve was implanted on (B)(6) 2022, but it did not reduce the patient's iop. This valve was then explanted and replaced with another fp-8. The surgeon assumes the cause could be malfunction of the valve."

Manufacturer narrative:
The device history record for the lot involved was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. Explanted valve was returned and underwent visual inspection and functional testing. Bodily fluid observed on device during visual inspection but valve appears undamaged. No other issues found with the device. State pressure test was also conducted on the unit to mimic the physiological flow conditions of the human eye, where the resulting pressure in the system measured and yielded passing results. The returned valve met the acceptance criteria and performed as expected. The issue of high iop condition as reported by customer could not be replicated or confirmed.

Manufacturer narrative:
Distributor originally reported issue as, "this valve was implanted on (B)(6) 2022, but it did not reduce the patient's iop. This valve was then explanted and replaced with another fp-8. The surgeon assumes the cause could be malfunction of the valve". After submission, distributor provided a correction to the report stating, "after implantation of fp8, low iop was observed and continued, so it was replaced with another fp8". Results from original investigation are still applicable; the returned valve underwent functional testing and met the acceptance criteria.